Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant crea result on a patient. There was no additional patient information at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/19/2017. Retain product was tested and functioning according to specification. Return product was not available.